Event description:
It was reported that the patient was intubated and had poor prognosis. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient had acute respiratory distress syndrome (ards) leading up to their death. A computed tomography of their chest revealed concern for organizing pneumonia and ards of unknown etiology. Respiratory cultures were taken and remained negative. Death was not considered to be device relates as it was also said the device operated as expected.

Manufacturer narrative:
Corrected data: section g6: report type corrected to include 30-day. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.